Event description:
It was reported that patient twisted his knee and developed bleeding. An aspiration was performed with only anti-inflammatory medication.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents a thorough investigation cannot be performed. Our investigation including a review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information become available this complaint can be re-assessed.